Event description:
It was reported that pacing inbition due to suspected myopotential oversensing was observed on real-time egm. No patient symptoms were reported. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.